Event description:
It was reported that the insulin pump alarmed motor error during device rewind process. Customer's blood glucose reading was 248 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test (B)(4). Sensor passed with accurate readings.